Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive. Customer stated that screen was stuck and fast bolus feature was not working. No harm requiring medical intervention was reported. Troubleshooting could not be done and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black case type=ngp on august 24, 2022 customer called in with the following concern: buttons less responsive ¿feels like screen is stuck; no response from buttons¿ fast bolus feature is not working correctly. P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed displacement test and self test properly. All buttons were tested while navigating the menus and no frozen display noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. No keypad alarms were recorded during download history review. However, software error detected was recorded on (B)(6) 2022 at 15:14:44. File 2005 line=5632. Per software engineering log software error detected was due to an unstable power to the rf chip. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on electric board was locked properly during visual inspection. No physical damage noted during visual inspection. In conclusion, customer allegation was not confirmed. No frozen screen or keypad anomaly noted during testing. Bolus speed setting functioning properly during testing. Unit functioning properly. However, software error detected was recorded in download history files due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.